Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, unable to pass the stylet through the lead, and placement difficulty with unable to position the lead occurred. The rv lead was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.